Event description:
Information was received indicating that a smiths medical level 1 blood-fluid administration set leaked on one side. The drip chamber continued to fill until it started leaking at the top of the drip chamber. The issue occurred during training and there was no patient involvement. The biomed checked out the level 1 system and the lot number was removed from use.